Manufacturer narrative:
(B)(4). The data from the memory download was reviewed and it was confirmed that an alert was recorded after the device delivered a shock into a shorted lead condition during dft testing. The shocking configuration was programmed to triad when this shorted lead condition occurred. It was discussed that the rv lead is most likely compromised between the distal and proximal coil conductors and replacement of this lead should be considered. It did not appear that the ICD sustained any damage as a result of the shorted lead condition, most likely because it occurred with a lower amount of energy. The device was able to successfully deliver a shock when the shocking configuration was changed to exclude the proximal coil; however, replacement of the device should also be considered as it may have sustained damage that is latent and currently undetectable. At this time, the ICD and rv lead remain implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that one week after this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were implanted, it was noted there was loss of capture and a significant decrease in r-waves noted. A lead perforation of the ventricle was suspected. A revision was performed and the lead was successfully repositioned. The pocket was closed and defibrillation threshold (dft) testing was to be performed. During testing, it was discovered that a shock was not able to be delivered to induce the arrhythmia. An error message was noted on the programmer screen, indicating a short circuit condition. Lead measurements were performed and all measurements were in normal range except the shock impedance measurement which was 0 ohms. The measurements were repeated several times with the same results. The shocking configurations were checked and the shock impedance measurements in both triad and distal coil to proximal coil configurations were 0 ohms, but the measurements were in normal range in the distal coil to can configuration. The configuration was reprogrammed to distal coil to can and dft testing was performed, resulting in successful conversion of the induced arrhythmia. The ICD and rv lead remain implanted. No additional adverse patient effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for evaluation of the 0 ohms shock impedance measurement.

Event description:
Additional information was received that the patient was seen again and the ICD was reprogrammed to remove the proximal coil from the shock vector. All measurements were in normal range. A defibrillation threshold (dft) test was performed and was successful. No additional adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.